Manufacturer narrative:
The insulin pump passed operating current, reset error test, displacement test but alarmed during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to the alarm. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window, missing end cap sticker, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
The customer's mother reported via telephone call that the insulin pump was alarming during the prime and that she could not get out of the loop. The blood glucose reading was 234 mg/dl. She was advised that the insulin pump would be replaced and agreed to return the product for analysis. She was advised for the customer to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions.